Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol), the patient reported about worsening glare. The iol was exchanged in a secondary procedure two years following the initial implant procedure. Additional information was received from the initial reporter, who reported that patient issues were resolved.  There are two medical device reports associated with this event. This report is associated with the right eye.